Manufacturer narrative:
Upon further evaluation, it has been determined that the reported failure mode does not meet the criteria to be classified as a complaint. Reference to complaint #: (B)(4).

Manufacturer narrative:
There are no previous complaints on the device. Historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr (B)(4). Had been initiated to address the discrepancies. This pump underwent routine maintenance testing by a third-party service provider where it was detected the pump's performance fell outside the acceptable range for offset: -03%. Following this discovery, the end user requested a hex file to recalibrate the pump. As a result, it is determined that the device does not need to be returned for further evaluation, given that the recalibration has successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint(B)(4).

Event description:
On 06/19/2024, zyno medical received a request for hex files for the pump, the issue was offset during testing. No patient was involved as it was discovered during testing.